Event description:
It was reported the patient stated: "I've been feeling a shocking sensation where my leads go into my pacemaker, I have had the device checked and had x-rays, the doctor cannot find anything." It was also reported that there was a potential performance issue with the right atrial (ra) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 pacemaker 2007-(B)(6); 1346t competitor implantable pacing lead 1999-(B)(6); (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.